Event description:
A patient reported blood glucose of "2.1 mmol/l, 4.2 mmol/l, and 5.1 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.